Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube break at 630mm. Also noted was multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the device was advancing through the guide catheter, it was noted that the catheter shaft was kinked. The physician then tried to straighten the bend out but the stent delivery system (sds) broke, about half way through the hypotube. The break point was outside the guide catheter so the distal end of the sds was able to be pulled out. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the device was advancing through the guide catheter, it was noted that the catheter shaft was kinked. The physician then tried to straighten the bend out but the stent delivery system (sds) broke, about half way through the hypotube. The break point was outside the guide catheter so the distal end of the sds was able to be pulled out. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.